Manufacturer narrative:
The device was discarded. The investigation was completed. Thrombocytopenia/stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: clinical reported suction occurring a number of times during the case, but it would resolve after fluid administration. The product was not returned for investigation. Data log review confirms suction triggering throughout the case. At the time of suction, ps trends down to low magnitudes, triggering suction and "impella position unknown" alarms. Clinical reported at each suction event, albumin and/or blood was administered, and suction resolved. The cause of the suction was most likely related to the patients condition, as the downward trend in ps indicates the patient had volume issues, which was confirmed by clinical details stating suction alarms resolved when fluid was given.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella 5.5 had suction while supporting a patient. The impella p-level was decreased, and one unit of albumin and blood was given. Additionally, the patient was going to be evaluated for heparin-induced thrombocytopenia due to low platelets. Two units of blood were given the day before. It was further reported that a CT showed subacute nonhemorrhagic infarct in the right frontal lobe. The patient continued impella support and was explanted as planned. The patient survived.